Event description:
Customer reported that two weeks prior to contacting customer service she observed a black spot on the screen of her adc blood glucose meter. Customer further reported she experienced symptoms described as "panic attacks and anxiety" and reportedly received unspecified treatment by a non-health care professional. Customer self-presented to a local hospital where she was reportedly diagnosed with hyperglycemia , "given ativan", and treated with insulin via intravenous infusion by a nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional evaluation - the meter was returned and investigated with retained test strips. Meter powered on with button depression and insertion of strips. Rounded white liquid residue was observed on the lcd lens cover. Performed functional test on touch screen with finger contact and all 12 zones responded to touch. Meter was disassembled and rounded white liquid residue was only observed on the lcd lens cover and not the lcd screen as reported by the customer. A device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the exact date of the medical event is unknown. Customer reported the medical event occured "two weeks ago". (B)(4). All pertinent information available to abbott diabetes care has been submitted.